Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced blurry vision. His dexcom receiver and dexcom app showed egv 40 mg/dl; however, the receiver did not provide an alert. The patient¿s mother called 911, and upon arrival, emergency medical services (ems) administered glucose tablet. No additional information was provided by the reporter. The patient was fine/good during the report. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). D9 device available for evaluation - additional. H2 additional information. H6 type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint "alert/notification settings issue" was undetermined because this receiver passed alarm/ alert hardware testing. The patient¿s allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.